Event description:
The reporter contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the patient became hypoglycemic after the onetouch ping meter reportedly read inaccurately high. The medical surveillance specialist spoke with the patient's mom on august 11, 2010 to obtain/verify the following information: on (B)(6) 2010 at 6:30am, the patient got a "254 mg/dl' with the subject meter before his breakfast and was given insulin based on the meter reading. This reading was reportedly higher than his usual "under 200 mg/dl" readings. Approximately 1.5 hours later, the patient's blood glucose dropped to "42 mg/dl" and was given glucose tablets as treatment. The patient's blood glucose went back up to "118 mg/dl" about 15 minutes after he was given glucose tablets. At 9:30am before breakfast, the patient got a "371 mg/dl" and was given insulin based on the meter reading. A control solution test was performed after this test and the result was within range. The patient's blood glucose dropped down to "57 mg/dl" at 11:14am and was given juice. At the time of the test, he was feeling lethargic. An additional test was performed on the patient's backup meter and the result was "low." The csr walked the reporter through a control solution test during the initial call and the result was within range. Replacement products were sent to the patient. Although the control solution tests passed, this complaint is being reported because the patient reportedly became hypoglycemic twice within one morning as a result of obtaining alleged inaccurate high meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.